Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion of the catheter, "the pump was showing up an error of 'check bpw' on multiple occasions. The physician checked all components and deemed suitable to use but the error still kept coming up. They removed the device and patient remained stable". Additional information received states that "this patient had an iabp inserted into the right femoral artery at the level of the acetabular head. Insertion and positioning was uncomplicated. The iabp initially successfully augmented 1:1 and then was set up at 1:2 augmentation and was working for a period of 2 minutes. It suddenly stopped and appeared to have issues with gating to the cardiac cycle (ECG on console looked fine with discernable qrs). Re- initiating therapy caused rapid augmentation (loud balloon inflation sounds faster than the cardiac cycle length) and then failure. We then decided to withdraw the iab. The patient did not suffer any vascular complications from the balloon pump that we were aware of. Unfortunately the patient passed away in ICU - they never recovered from cardiogenic shock and given their late presentation and advanced age death is not an unexpected outcome".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5 ultraflex intra-aortic balloon catheter (iabc). Returned with sample were components: one 0.025in guidewire, three (3) dilators, peel-away sheath, short and long arterial pressure tubing, and the supplied 60cc syringe, the supplied teflon sheath, and the supplied 40cc driveline tubing. No abnormalities or damage was noted to the returned components. The returned 0.025in guidewire was inspected and appeared typical. Upon return, the distal end of the teflon sheath was at approximately 70.5cm from the iabc luer end; the sheath was noted bunched up approximately 74cm to 75.5cm from the iabc luer. The visible portion of the bladder was fully unwrapped. The one-way valve was tethered and connected to the short driveline tubing. Bends to the iabc central lumen were noted at approximately 30.5cm, 44cm and 60cm the iabc luer. The outer lumen was noted damaged approximately 50cm to 55cm from the iabc luer; the damage is consistent with buckling to the outer lumen. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The teflon sheath was noted to be on the iabc bladder membrane, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0064in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Upon flushing the catheter, liquid blood was noted exiting the central lumen. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was moved towards the iabc distal tip with force. The teflon sheath was removed from the iabc. After removal of the teflon sheath, a section of the iabc bladder was noted as stretched. The bladder likely became stretched due to the removal technique or handling. The iabc was leak tested and multiple leaks were immediately detected from the outer lumen. Under microscopic inspection, a total of three (3) leak sites were noted on the outer lumen at approximately 27.4cm, 28.9cm and 30.1cm from the iabc distal tip. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. Blood and debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, the outer lumen was noted damaged and leaks were noted resulting from the damaged outer lumen which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leaks. The root cause of the outer lumen leaks are undetermined. The most probable potential cause of how the outer lumen was damaged is customer handling. No further action required at this time. This will be monitored for any developing trends. Unrelated to the reported complaint, the iabc bladder was found withdrawn through the teflon sheath. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. A customer in-service has been requested to review the instructions for use (IFU) with the customer. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion of the catheter, "the pump was showing up an error of 'check bpw' on multiple occasions. The physician checked all components and deemed suitable to use but the error still kept coming up. They removed the device and patient remained stable". Additional information received states that "this patient had an iabp inserted into the right femoral artery at the level of the acetabular head. Insertion and positioning was uncomplicated. The iabp initially successfully augmented 1:1 and then was set up at 1:2 augmentation and was working for a period of 2 minutes. It suddenly stopped and appeared to have issues with gating to the cardiac cycle (ECG on console looked fine with discernable qrs). Re- initiating therapy caused rapid augmentation (loud balloon inflation sounds faster than the cardiac cycle length) and then failure. We then decided to withdraw the iab. The patient did not suffer any vascular complications from the balloon pump that we were aware of. Unfortunately the patient passed away in ICU - they never recovered from cardiogenic shock and given their late presentation and advanced age death is not an unexpected outcome".